Manufacturer narrative:
The following repair diagnostic codes were identified: (dvi connector damaged), (front panel upgrade), (no lcd display - display/lcd board failure); (video intermittent - transition board); this does confirm the alleged failure mode of [shuts down by itself]. Probable root cause: software, front board, digital board , lcd touch panel, sidne or sdc communication, power supply and filter / fuse . Connectors: degradation from cleaning, use error (2, 9, 16, 21, 26-27, 32-40, 42, 44-47, 51). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the ccu shuts down by its shelf.